Event description:
It was reported the patient may have fallen. Subsequently, the patient's heart rate became bradycardiac during CT scan and a partial reset of the device occurred. After another CT scan the device was found to have reset again. When adjusting sensing due to oversensing, a 5-10 second pause was observed at the time the programming head was removed from the device. The device memory report indicated the last interrogation was not complete. Finally, the patient had reported not feeling well for some time. The device was explanted and replaced. No patient complications have been reported as a result of this event. Additional information received reported the can was noted to be damaged at explant and black discoloration was seen in the pocket.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary visual inspection revealed a hole in the side of the device. Preliminary testing found no output and no telemetry. Body fluid had entered the device through the hole in the can; corrosion was noted. The no output and no telemetry conditions were the result of body fluid entering the device through the hole. It was reported the patient may have fallen. Subsequently, the patient's heart rate became bradycardiac during CT scan and a partial reset of the device occurred. After another CT scan the device was found to have reset again. When adjusting sensing due to oversensing, a 5-10 second pause was observed at the time the programming head was removed from the device. The device memory report indicated the last interrogation was not complete. Finally, the patient had reported not feeling well for some time. The device was explanted and replaced. No patient complications have been reported as a result of this event. Additional information received reported the can was noted to be damaged at explant and black discoloration was seen in the pocket. Electrical tests performed, mechanical tests performed, visual examination actual device involved in incident was evaluated operational context contributed to event discolored electro-magnetic interference (emi)interrogate, difficult to oversensing damage, internal/external.